Event description:
It was reported that insulin squirted out during the manual prime. The motor did not recognize the reservoir, and continued moving forward. The numbers did not appear on the screen, and no beeps were heard. Nothing further was reported.

Manufacturer narrative:
The insulin pump was unable to prime during the prime test due to a loose motor support disk.